Manufacturer narrative:
The manufacturer received new and relevant information on (B)(6) 2023 related to a CPAP device's sound abatement foam. In addition other relevant history section has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed unknown brown dust like contamination at the air inlet of the blower box. White dust like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown black, inconsistent with degraded sound abatement foam, specks of contamination on the bottom the blower box. Unknown brown and black particle contamination, inconsistent with degraded sound abatement foam, on the bottom enclosure. Also, black potential hair/ fiber contamination, inconsistent with degraded sound abatement foam, on the bottom enclosure. Black potential hair, fiber, inconsistent with degraded sound abatement foam, on the rear panel. Unknown black dust like contamination, inconsistent with degraded sound abatement foam, black specks of contamination inconsistent with degraded sound abatement foam on the top enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were able to confirm the customer complaint and unable to directly address the patients symptoms. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.